Event description:
It was reported that the customer had high and low blood glucose levels. Customer's blood glucose level was 410 mg/dl and 77 mg/dl. Customer stated that his blood glucose levels were going up and down. Customer would like to troubleshoot the pump to make sure it is working correctly. Customer stated that he already changed the site and did not want to troubleshoot. Customer was advised that the bolus wizard is calculating correctly according to the information entered. There were no critical alarms in the alarm history. Customer was advised that perhaps the amount of estimated insulin is over-calculated due to the number of carbs entered or carb ration. Customer stated that this may be the issue. Customer stated that he will contact his health care provider. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.